Event description:
The facility reported a pump with a condition of "shuts down with system failure". This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report wil be filed upon completion of an eval or if any add'l info becomes available.